Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation and no blank display was noted. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for any battery related alarms that may have occurred in the past or around the call date that may have triggered the reason for the customer's call. The baat tool recorded the following: battery cycle 3.0 received the lowbatteryalert (104) on 02/28/2025 13:33:00 after more than 7 days at 9.14 days. Battery cycle 2.0 received the lowbatteryalert (104) on 02/18/2025 22:20:01 after more than 7 days at 21.17 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and self-test. No failed battery alarms noted during testing. However, occasional unresponsive buttons were noted, including middle button, and up and down arrow buttons. After removing keypad and further inspection, corroded keypad traces were found, causing the occasional unresponsive buttons. The pump was received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit was cut open and a visual inspection of connectors and electronic stack was performed. Per visual inspection, all connectors including the battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit was received with the following cosmetic damages: scratched case and pillowing keypad overlay. In conclusion, customer allegations for blank display were not confirmed when unit powered on properly after battery installation. Customer allegations for failed battery test were also not confirmed when the baat tool concluded customer did not experience an unexpected power loss of less than 7 days per the pump history records, and no battery alarms or anomalies noted during testing. However, customer allegations with cosmetic damage were confirmed when scratched case and pillowing keypad overlay were noted. Additionally, occasional unresponsive buttons were noted during testing, caused by corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump self-test had not passed, the pump was dropped, and had a blank display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was partially performed for the cosmetic damage. Troubleshooting was performed for the blank display. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.